Event description:
A purchasing agent reported an intraocular lens (iol) was exchanged for the same model, different power lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/15/2010, 02/18/2010, and 03/08/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4).